Manufacturer narrative:
Reported event of loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure there was an attempt to ligate the polyp using cautery. However, the working length bent, current was not delivered to the tip of the device, and the snare failed to cut the polyp. The procedure was completed with another profile extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the wire kinked in the middle of the device. The device extends and retracts within specification and the working length was also found within specification. Additionally, electrical testing was performed and resistance was measured at 12.2 ohms, which is within specification. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure there was an attempt to ligate the polyp using cautery. However, the working length bent, current was not delivered to the tip of the device, and the snare failed to cut the polyp. The procedure was completed with another profile extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received from the account on 30aug2016: additional information received noted that the loop cannula extended past the distal tip of the sheath and became caught when the operator attempted to retract the device.